Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows that the dilator but the tip of the dilator was not seen clearly, and a pusher wire was seen. No other anomalies were noted. Based on the photo review the reported event cannot be confirmed. Received one denali filter. On visual evaluation, it was noted the filter was the only component returned. The caudal anchor leg and the leg next to it were tangled. Microscopic images were taken of the tangled legs. After, the legs were untangled using needle pliers which allowed for dimensional analysis of the filter. No further functional testing was performed. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as inconclusive as the conditions during use are unknown. A definitive root cause for the activation failure including expansions failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, when intraoperative filter was inserted into the body, it operated normally but could not be completely deployed to achieve the desired effect. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, when intraoperative filter was inserted into the body, it operated normally but could not be completely deployed to achieve the desired effect. The procedure was completed using another device. There was no reported patient injury.